Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported before use the bd preset¿ arterial blood collection syringe had failure of product to contain blood (i.e. Crack or hole in the syringe.).the following information was provided by the initial reporter: the customer noticed "when opening the package, before blood draw, customer found the barrel had a crack."